Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past two months. The customer reported the pump battery has fully depleted during the night and turned off. In addition, the customer stated the usb port was loose and the usb cable sometimes falls out. Customer reported blood glucose (bg) level was 300 (mg/dl). A manual injection was delivered to address elevated bg level. Customer stated following the shutdowns the pump was able to be turned on after being connected to a power source. The customer was able to change supplies and resume insulin successfully. Review of pump data by tandem technical support was unable to confirm the battery depletion issue. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.